Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angioseal device was returned for product evaluation. The returned device included the locator, guidewire, carrier tube, and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The carrier tube was found to have been cut between the latches. The carrier tube hub was subsequently opened to inspect the suture component. The suture was found to have been undeployed, and functional testing was performed by attempting to deploy the component. The component was able to be deployed and no issue was identified with device deployment. The complaint was confirmed for suture deployment difficulty. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Physician was deploying angioseal vip as a part of his vcd certification procedure. When he was ready to "seal the puncture", he started the pul-back, but experienced significant resistance. Suspecting on suture lock-up in the spool, he cut through slim white tube (between the base of the device cap and the top of the sheath hub), took the suture by his fingers and compacted the collagen holding the compaction tube with other hand. Seal was complete, hemostasis was instant. Ultrasound exam of puncture site showed perfect vessel closure. There were no difficulties with arterial access. Pre deployment angiogram was performed. No difficulties with use of the device. No blood loss. No harm for patient. 11/20/2023 additional information: the patient had no other health conditions and has no record of hiv, hepatitis or covid. The product was just rinsed in the cath-lab after procedure and packed.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a4: weight: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.